Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported a speaker malfunction with no audio.

Manufacturer narrative:
Results of functional testing by philips authorized repair facility indicate that the speaker produced audible sound during testing. The reported problem could not be confirmed.

Event description:
Customer reported a speaker malfunction with no audio. The device was not in clinical use. There was no patient harm or injury reported.